Event description:
It was reported to boston scientific corp that a wallflex biliary rx uncovered stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, they were able to cross the stricture with the stent, however, it would not deploy. As well, the stent end felt jagged and felt as if it were catching at the end of the scope channel. The procedure was completed with another wallflex biliary rx uncovered stent system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B) (4) - other (stent damaged). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).